Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history did not match the user¿s active basal program. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the pump history showed that the basal history for (B)(6) 2018 appeared to be inaccurate at 09:46 due to a rewind being performed, and at 12:40 due to a cs 174 warning basal edit not saved recorded and at 12:46 due to unexplained loss of prime recorded. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No hypertensive or stuck keys were observed on the keypad. The allegation of a history settings issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.